Event description:
It was reported that the home patient (hp) had dropped the patient line and reconnected to the setup. The hp had disconnected from the homechoice (hc) machine during day dwell one of one and dropped the patient line while trying to reconnect. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide details the proper steps for disconnecting and reconnecting during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.